Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an opening on anterior.

Event description:
The device was explanted.

Event description:
Healthcare professional reported unknown side tissue expander "rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: analysis of the returned device identified: wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side tissue expander "rupture." Device remains implanted.